Event description:
Additional information received that the cause of the non-detachment was not determined. There were no issues with the catheter. The instant detacher lot number was b274208. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil would not detach. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the right internal carotid artery with a max diameter of 4.5 mm and a 10 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that axium prime apb-2-4-3d-es did not detach from pusher wire. With several attempts with instant detacher it was not detaching so dr returned the coils in to sheath. It was reported there non-detachment occurred. The physician attempted to detach the coil with the instant detacher 3 times. The physician did try to detach with another instant detacher two times. There were no manual attempts at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.